Event description:
The facility representative reported a flo-gard infusion pump with door open, close clamp broken. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with door open, close clamp broken was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken door latch. The door latch assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.